Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had poor communication on their patient programmer (pp). It was noted that they used an antenna so they confirmed it was secure and tried syncing with the implantable neurostimulator (ins), but it did not resolve the issue. After unplugging the antenna and placing the pp directly over the ins, on the skin, the issue still did not resolve. The issue also did not resolve after the patient changed the batteries. It was further stated that the pp was not working. Additional information was received from a hcp and from a manufacturer representative (rep). It was reported that the patient's battery was no longer working. A new battery was ordered by the patient's caregiver. After it is received, the patient was going to need the device reprogrammed. The accidents and lack of stimulation were resolved. It was clarified that a new remote was ordered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was pooping and peeing on themselves. They noted that it had never worked to stop the peeing, but the pooping started about a week prior to the report. The patient also did not feel stimulation. They were unable to check the device status at the time of the report. They stated that it was not possible for the patient to keep a voiding diary because they were in assisted living and had memory and mobility issues. They were going to follow-up with a healthcare professional (hcp). At their six-week follow-up, they told the patient that it was too soon to adjust them. When they went in (B)(6) 2017, they adjusted and then told the patient to not do anything else. This was noted to be a sudden change in symptoms.